Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. The share log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The probable cause was determined a temporary communication error between device and transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.